Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited oversensing during inspiration, resulting in false tachy detection and pacing inhibition. No adverse patient effects were reported. The physician attempted to reposition the lead, but the helix mechanism became nonfunctional. When the lead was withdrawn from the patient, it was observed that the proximal coil was stretched. As well, the coil covering was not secured at its ends. The physician attempted to implant a second lead. The distal coil covering on that lead also seperated. As, well, the helix mechanism failed after multiple repositionings. A third lead was then implanted without further incident.